Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device had a cracked psi gauge. It was reported that the device was not used in surgery - however, it is unk if medical intervention occurred. No add'l info is available.